Manufacturer narrative:
The device was returned to olympus for inspection and a reportable malfunction was found. Based on the results of the investigation, the most probable cause was due to dust, dirt or foreign matter adhered to the electrical contacts of the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, black water was poured out of the duodenovideoscope. There was no patient involvement.